Manufacturer narrative:
Trackwise ID# (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure, blower mister, 5-pack are coming bent out of the sleeve. New device used to complete the procedure. No delay. No harm.

Manufacturer narrative:
Tw # (B)(4). The device was returned to the factory for evaluation on 11/19/2024. An investigation was conducted on 11/26/2024. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. There were no visual defects observed on the intact blower mister device. The device was returned outside the product packaging. The malleable shaft was observed to curved. The malleable shaft was manipulated to straighten with no visual defects observed. The tubing was observed to be cut just below the base of the blower mister handle. No visual defects were observed. Based on the returned condition of the device as well as the evaluation results, the reported failure "material twisted/ bent" was not confirmed. The certificate of conformance (c of c) was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications. The lot # 96255759 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.